Event description:
Patient-self tester reports results lower than reference with the protime microcoagulation system. Patient generated sub-therapeutic results for the last few days on his protime instrument and his physician increased his coumadin. Subsequently, comparison testing was performed between protime and the hospital. On (B)(6) 2012, protime generated 1.3 inr and the hospital result was 1.7 inr. Patient's coumadin dose was increased. On (B)(6) 2012, protime generated 1.7 inr and the hospital result was 2.3 inr. The physician used the hospital result and decreased his coumadin dose. Patient's therapeutic range: 2.0-2.2 inr. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2012 references itc complaint (B)(4). Cuvette lot# b2k3h047. Method: (instrument). (Cuvette/single-use disposable). Itc has requested all data required for form 3500a.